Event description:
It was reported that a patient contacted the clinic after observing a red alert on the communicator for this pacemaker. Subsequent remote monitoring data identified a code 1003 indicative that the battery voltage was too low for the projected remaining capacity and radio frequency (rf) telemetry was disabled. This pacemaker had recently received the newest software update. Technical services (ts) reviewed the available device data and analysis determined that the device met criteria for a high battery impedance event and calculated a recommended device replacement. No adverse patient effects were reported. This pacemaker remains in service.